Manufacturer narrative:
Concomitant medical products: 693558 lead implanted: (B)(6) 2011; 5076-52 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, that one of their leads is not working right. The patient indicated the lead had "slipped off" and needs to be changed. The lead remains in use. No patient complications have been reported as a result of this event.